Manufacturer narrative:
Report date: 27aug2021. (B)(6).

Event description:
The customer reported a defective flow sensor assembly. The unit was being setup for use at the time of the event; there was no delay of therapy. The field service engineer (fse) confirmed "low tidal volume¿. The air flow was set to 10 slpm and could not reach the set volume, the oxygen flow was erratic. The fse identified there was a defective flow sensor. The fse replaced the flow sensor assembly to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
The gas delivery system (gds) was returned to manufacturer to failure investigation (fi) for analysis . Visual inspection of the customer's complaint was verified. The root cause was failure of the airflow sensor, caused by u1 drifting out of calibration.